Event description:
It was reported that a user experienced elevated blood glucose after announcing dinner while using the ilet, with readings up to 396 mg/dl by fingerstick and 386 mg/dl on the device, later trending down to 376 mg/dl; troubleshooting included education and a recommendation to perform a supply change, and the case was categorized as hyperglycemia with cause unclear. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting and education regarding high glucose management. Investigation of this case revealed no confirmed device malfunction, and the event aligned with hyperglycemia without definitive cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.